Event description:
Reported blood glucose results of "109 and 169 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunction and that the event meets the criteria for a medical device reportable.